Event description:
Reporter alleged obtaining discrepant back to back blood glucose result of 291mg/dl, 101 mg/dl and 147mg/dl when all tests were performed within 5 mins of each other on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.